Manufacturer narrative:
This document is associated with medwatch report (B)(4), and is being filed in response to an FDA investigator's clarification regarding malfunction reporting requirements. The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria. Several attempts have been made to obtain a copy of (B)(4).

Event description:
User facility reports that pt was undergoing treatment for retinal detachment with vitreous hemorrhage. During treatment, the endoprobe did not fit through the 23g trocar. Another probe was opened and was found to be tight-fitting/difficult to enter into the trocar. Other than to probe fit, the laser was functioning normally.